Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had cracked reservoir tube lip, cracked battery tube threads and cracked near display window corners. The buttons were functioning properly. However, moisture damage noted on the keypad traces.

Event description:
The customer reported being hospitalized due to low blood glucose of 37mg/dl after being given a glucose shot, two cupcakes and a donut. Troubleshooting was performed, and the customer stated having issues with the buttons. The customer mentioned that the numbers were not ramping on their own, and the scroll bar is not moving up or down without input from the customer. While attempting to gather more information regarding the event, the customer was upset and declined further testing. She stated that she is leaving overseas for six months and wanted to be sure the insulin pump is functioning properly. No further information was provided.